Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
It was reported to vyaire medical via an FDA medwatch form that the avea ventilator shut down completely while transporting a patient. A bag-valve mask (bvm) was available and used immediately. The customer confirmed that there was no patient harm associated with the reported event.